Event description:
Customer reported that the insulin pump's keypad was frozen. Customer removed and replaced the battery, then received a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 267 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were found. The insulin pump had a cracked case near a display window corner, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.